Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii. Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Medical staff reported capsular contracture baker grade iii. This record relates to left side. Device has been explanted and replaced with non-allergan device. .

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Use error-underage: unable to observe as it is a medical event not related to the device. Additional observations: observed deformation on the device. Brown particles observed in the surface of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Patient was implanted with silicone devices before turning 21 years old. Device has been explanted and replaced with non-allergan device.

Event description:
Medical staff reported capsular contracture baker grade iii. This record relates to left side. Device has been explanted and replaced with non-allergan device. .

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.